Event description:
Vascular access was obtained without difficulty. Catheter advanced in 2 inch increments and pt stated she felt fine. When catheter completely advanced and nurse attempted to flush with 3cc ns, pt c/o "feeling funny." Pt's face began to turn red and she c/o "funny taste in her mouth." Bp 140/80 p110 rr24. Ems called as redness traveled down body, baseline vitals: bp 100/64 - p68 rr 20.